Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the total length of the fiber is 11 feet 9 inches, connector not included in over-all length; the connector is detached and returned; the fiber proximal end exhibits severe burn marks and two fractures within the blue outer sheath; the fiber distal tip exhibits usage with mild burn marks within the blue outer sheath. Probable root cause: based on the device analysis, the probable root cause of the failure is: undetermined.

Event description:
It was reported that while using the surgical fiber during a procedure, the "fiber didn't physically pop but had the pop sound and was extremely hot to the touch. A second fiber was used to complete the procedure. Patient outcome: no injury to the patient reported.